Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00135 thru 3012447612-2017-00137.

Event description:
It was reported that a pedicle screw would not assemble correctly with a sleeve and locking pin during surgery and eventually became stuck within the sleeve. The procedure was completed using alternative devices. There were no reported patient injuries associated with this event. This is report three of three for this event.